Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. DHR review was completed for the lot in question, and it was confirmed that all devices met relevant requirements prior to release.

Event description:
A 16 minute procedural delay was reported where there was a malfunction with the guidewire which is part of the versacross connect access solution. The right femoral vein (rfv) access was obtained. The j-tip mechanical wire that is part of the versacross connect access solutions was inserted into the rfv access. The j-tip mechanical wire advanced smoothly into the superior vena cava and was observed using fluoroscopy. The fxd double curve watchman access sheath and the versacross connect transseptal dilator were inserted over the j-tip mechanical guidewire. When the physician attempted to remove the j-tip mechanical wire some resistance was noted. The physician applied force and the j-tip mechanical wire unraveled. The versacross connect transseptal dilator and j-tip mechanical guidewire were removed leaving the sheath in place. No fragments of the wire were snapped off. A new versacross connect transseptal dilator and j-tip mechanical wire were inserted into the sheath. There was no harm to the patient and procedure was submitted. While there was no patient injury report, baylis medical company inc. Has decided to report this event due to the procedural delay.